Manufacturer narrative:
E1/initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to the following patient identifier: (B)(6).

Event description:
It was reported during a colorectal endoscopic submucosal dissection (esd) using the long clip and the rotatable clip fixing device, after pulling the slider of the rotatable fixing device, the clip and rotatable clip fixing device's white connecting part came loose and was not retracted into the main body. The white part snapped off midway and remained attached to the clip. The broken white part remained inside the body in a sharp state. The physician was concerned about the potential for it to injure the colonic mucosa. Three clipping operations were performed using the same combination within the same case. The first two were completed normally, but the malfunction occurred during the third clipping. The procedure was delayed less than 30 minutes but was completed. No further patient harm or medical intervention were reported at the time of the report.

Event description:
The customer provided additional information stating the broken end remained quite sharp while grasping the polyp and was indwelled inside the body, so the doctor inquired whether it was safe.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. Visual and operational inspections of the device found no abnormalities. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the clip connector breaks off at the diameter reduced portion if clipping is performed while a bending force is applied to the distal end of coil sheath. The clip broke off at the diameter reduced portion of clip pipe, not at the portion holding the clip arms. This is likely because the diameter reduced portion was weakened. Such weakening occurs if the distal end of coil sheath is excessively bent during insertion of an applicator into a scope or during clipping. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.